Event description:
During an seeg case the robot was positioned at the head to test the accuracy of the registration. The surgeon pulled on the arm without stepping on the pedal causing a collision. The 'error detected with the robotic arm' message appeared with the option to restart or shutdown. The option to restart was chosen. After restarting the robot the arm was unable to connect to the robot. A complete shutdown was performed and with the reboot not success. The arm was then manually released and put as close to the home position as possible and it was still unable to connect. After assistance and looking at the led letter next to the controller it displayed a. Meaning the robot believes the emergency stop button is pressed. The emergency stop button was pressed and released in hopes of solving this issue; however the arm was still unable to connect. The robot successfully pinged 192.168.0.1. Then robot was connected to ftp surfer and the known solution of deleting the config/sfty.dat and temp/pdrv.dat was performed and the robot was restarted. This did not fix the issues of the arm not being able to connect to the robot. The patient had already undergone an hour and half of additional anesthetic so the surgeon decided to end the surgery. The robot was taken to a storage room for additional troubleshooting. The robot was restarted and the config/sfty.dat and temp/pdrv.dat appeared in the controller logs again. The other side panel of the robot was removed and the emergency stop was unplugged and reconnected. Upon, reconnection one of the cables 'clicked' however the second one did not. The config/sfty.dat and temp/pdrv.dat were deleted again and the robot was restarted. This changed the control panel to display an led u. And the arm was able to connect to the robot again.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that after a collision, the emergency stop button was lit on, and the controller could not connect despite multiple restarts of the device. This issue was already addressed through the continuous improvement process of our products and was corrected in a new software version. Deleting two controller files was first unsuccessful. Then they appeared again, and deleting them for the second time allowed the controller to connect. In case this issue becomes recurrent, it is advised to replace the emergency stop button. Corrected data: - b4 date of this report - g3 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 adverse event problem - h10 additional narratives/data.

Event description:
During an seeg case the robot was positioned at the head to test the accuracy of the registration. The surgeon pulled on the arm without stepping on the pedal causing a collision. The 'error detected with the robotic arm' message appeared with the option to restart or shutdown. The option to restart was chosen. After restarting the robot the arm was unable to connect to the robot. A complete shutdown was performed and with the reboot not success. The arm was then manually released and put as close to the home position as possible and it was still unable to connect. After assistance and looking at the led letter next to the controller it displayed a. Meaning the robot believes the emergency stop button is pressed. The emergency stop button was pressed and released in hopes of solving this issue; however the arm was still unable to connect. The robot successfully pinged 192.168.0.1. Then robot was connected to ftp surfer and the known solution of deleting the config/sfty.dat and temp/pdrv.dat was performed and the robot was restarted. This did not fix the issues of the arm not being able to connect to the robot. The patient had already undergone an hour and half of additional anesthetic so the surgeon decided to end the surgery. The robot was taken to a storage room for additional troubleshooting. The robot was restarted and the config/sfty.dat and temp/pdrv.dat appeared in the controller logs again. The other side panel of the robot was removed and the emergency stop was unplugged and reconnected. Upon, reconnection one of the cables 'clicked' however the second one did not. The config/sfty.dat and temp/pdrv.dat were deleted again and the robot was restarted. This changed the control panel to display an led u. And the arm was able to connect to the robot again.